Manufacturer narrative:
Additional devices implanted and/or related to this event: pla280300/18138101, UDI-(B)(6). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to death.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses. It was reported the patient expired on (B)(6) 2019. No additional information related to this event will be made available to gore. Therefore, further investigation is not possible.